Event description:
It is reported that the impact head fractured upon impaction.

Manufacturer narrative:
Evaluation: as returned, the device has fractured across its midline into two larger and two small pieces. This failure is currently being addressed. The cause of failure could be due to orientating the impactor in an "off-axis" manner with respect to the glenosphere head. Secondarily, this impaction force may, at times, be greater than is necessary or typical of the surgical procedure. The instrument had a potential field age of approximately 16 months at the time of failure.